Event description:
The customer reported to olympus that he image does not appear and screen is black when plugged in. There was no harm or user injury reported.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the image did not appear on the screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty connector plug. The specific root cause of the faulty connector plug could not be determined at this time. Olympus will continue to monitor field performance for this device.